Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this patient's communicator could not communicate with their implantable cardioverter defibrillator (ICD). Yellow-collecting waves were observed. Technical services (ts) was consulted, and troubleshooting was attempted; it was confirmed that the home environment was unlikely to be the cause, as no radio frequency (rf) interference was detected. An in-person interrogation with a programmer was recommended to verify rf settings in the implanted device. No adverse patient effects were reported. This device remains in service.